Manufacturer narrative:
Correction: updated patient's birth of date in section a.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited loss of capture. There was a peculiar looking morphology on the atrial channel, however it cannot be confirmed. No intervention was performed and the patient was in stable condition.